Event description:
A power source alert was reported by the caller. There was no adverse impact on the customer's blood glucose level. The caller was advised to plug the wall adapter into a functioning outlet for at least 30 minutes to see if the pump would start charging, and the issue was later resolved.